Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed the product wet with saline from the priming process. Functional leak testing of the dialysate side was performed, and a leak was observed from a crack in the header welding seam. The measured values of the tightening of the welding seam during manufacturing were found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of a polyflux 140h during priming. There was no patient involvement. No additional information is available.